Manufacturer narrative:
On march 22, 2021, mentor received additional information indicating that the patient also underwent bilateral capsulectomy and bilateral replacement with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 7348836, sn: (B)(6) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7349623, sn: (B)(6). In addition, mentor also became aware that the patient also suffered bilateral capsular contractures (baker grade unknown). The capsular contracture on the right breast will be reported under mrn: 1645337-2021-03308. On march 26, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's outcome status has improved and that the patient's implants were replaced with mentor gel implants bilaterally. On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 12, 2021, the product investigation summary was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via physical consultation. As a result, the patient underwent implant explantation on (B)(6) 2021.